Event description:
It was reported that the right ventricular (rv) lead has a history of intermittent t-wave oversensing (twos) which inhibits the pacing support and causes the patient to feel lightheaded and dizzy. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.